Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material and the material was identified as amorphous carbon and silicon. It is likely the foreign material remained in the device because reprocessing deviated from the instructions for use (IFU). It was further noted that the nozzle was not deformed. The event can be prevented by handling the device in accordance with the following instructions for use (IFU): ¿chapter 5, section 5.5 manually cleaning the endoscope and accessories¿ ¿chapter 8 storage and disposal¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was able to be confirmed. During the evaluation it was observed, that foreign objects were clogging the nozzle. Due to this clog; the water removability did not meet the standard value. This finding was due to insufficient cleaning of the scope or handling problem. It was observed, that the bending angle in the up direction did not meet the standard value; due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value, due to wear of the angle wire. It was also observed, that the adhesive of the bending section cover had a chip, a crack, and a white-clouded area, due to chemical or physical stress. It was observed, that the adhesive around the objective lens and around the light guide lens had a white-clouded area ,due to deterioration caused by a handling issue. Lastly, scratches were observed on the following unit components, due to physical stress caused by a handling problem: switch 1 and 3, plastic distal end cover and on the connecting tube. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed, that the facility does not delay the start of precleaning on the equipment after use. During the precleaning process, the customer supplies air and water through the nozzle. The customer does not flush the air and water nozzle with detergent solution. The customer confirmed, that the facility does not wipe or brush the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had air/water flow issues. The reported issue occurred, during preparation of use for an unknown procedure. The procedure was subsequently completed with an unspecified device. There was no patient/user harm or injury reported due to the event.